Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Software was found to be corrupt. Reinstalled software and reloaded all files. System tested and operated as intended. System placed back into service.

Event description:
It was reported that the right monitor on the 9900 system had a gray screen all the time. No patient injury reported.